Manufacturer narrative:
Other text: additional information received: it was confirmed there was no patient injury. One device was received for evaluation. Visual inspection found a scratched lcs lens, damaged dso seal, and the ac connector was stuck. There was no evidence in the device's event history log. Functional tests were conducted. Upon review, the reported problem was duplicated. The most probable cause is an inoperable dso sensor, so the dso sensor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period. Health effects updated.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a cassette alarming error. Patient involvement unknown.